Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site 3 was removed due to an infection. Patient had a periodontal infection on tooth site 2 that was not taken care of by the patient and a fistula appeared during (B)(6) 2019. In (B)(6) 2019, during the control appointment for the implant, doctor prescribed antibiotics for the fistula and placed an provisional abutment. After 10 days the infection was still there and the fistula had extended, doctor removed the implant and removed the tooth 2 on december. The patient then had placed a graft on the sinus and alveolar cavities with a different doctor.